Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured in 2010; deviations during assembly and final inspection did not occur. Investigation: visual - no significant deformations or damage of the valve were detected during the visual inspection. Visible are tissues on the product. The housing was then measured to exclude the presence of deformation. Permeability test - this test has shown that the valve is permeable. Due to a high contamination risk, the control reservoir was not investigated. Adjustment test - the valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test of the valve has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test - to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valve operates within the accepted tolerance. Results - after the tests, we dismantled the valves. There were no visible deposits inside the valve. However, even a small amount of non-visible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion or under-drainage. The valve operates within the specified tolerances. We detected a malfunction of the brake. The cause of the defect of the brake could not be determined by our investigation. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specification of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Section a: patient height - 175 cm. D6: implant date - 2010, month and date unknown. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a prosa valve could not be adjusted and was blocked. A patient underwent a shunt implantation procedure in 2010. Sometime later, it was noted that the valve was blocked and could not be adjusted. The valve was replaced on (B)(6) 2019 due to this malfunction. Further details have been requested.